Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: for allegations of pain a complaint database search and/or device manufacturing (mre) review will not be performed even when product/lot information is known. (B)(4), review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain even when other reports are identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address painful right hip. The primary procedure was performed approximately during the 2003 year. Previous surgery was completed in 2007. No additional information is available. Doi: unknown - dor: (B)(6) 2021 (right hip).